Manufacturer narrative:
It is unknown whether the device may have caused or contributed to the event. As the product was returned and it was concluded that the device did not require a failure analysis. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was unknown at the time of call. It was reported batteries having to be switch every 2-3 days and the o-ring has come off. Trouble shooting to be finalized upon call back from customer. The insulin pump will be returned for analysis.